Manufacturer narrative:
A review of the instrument logs was completed. The initial and retest results were generated using the same calibration completed on (B)(6) 2016, with the same ict module (serial number (B)(4)) and with the same ict sample diluent reagent cartridge (lot 62839un15 cartridge 18654). The ict module and reagent cartridge remained in use without further concern. A review of the instrument service history identified no contributing factors and no additional reports involving discrepant results have been received. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual contains information to address the current customer issue. A specific cause for the customer issue was not identified. The issue was isolated to a single patient sample; sample integrity cannot be completely ruled out. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely decreased serum sodium assay result for one patient sample (B)(6) generated on the architect c8000 analyzer. The following was provided: initial result = 105.9 mmol/l. Retest results = 140.5, 138.0 and 139.0 mmol/l. The customer uses a normal reference range of 136-145 mmol/l. This sample generated a total bilirubin result of 0.38 mg/dl and was not lipemic. No suspect result was reported out of the lab with no known patient impact.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended.